Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced a blood glucose level of 457 mg/dl. Reportedly, the customer believed that the suspected cause was due to a pump issue. A system check was performed with tandem technical support and the pump was operating as intended, however the customer maintained that the pump was not delivering insulin correctly. The customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.